Event description:
The pump was sent in for service. Upon review of the event history, the baxter service tech found a 500 failure code. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.